Event description:
It was reported the intraocular lens was removed and replaced with a higher diopter iol at the pt's request. The physician stated there was no malfunction with the original implant.

Manufacturer narrative:
The lens was received cut in 2 pieces with both haptics missing precluding our evaluation. The reporter stated the lens was not defective, and was not the cause of this event. Iol met manufacturing criteria at the time of release.